Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported by a physician that this pacing lead was faulty. The lead was removed and the pacemaker was reimplanted. No additional adverse patient effects were reported. The model/serial numbers of the lead were not provided. The explanted lead was not expected to be returned.